Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. This lead was adjusted. Additional information indicated that this lv lead was turned off due to diaphragmatic stimulation. There is no further information available to date and the lead remains implanted. No additional adverse patient effects were reported.